Event description:
Surgeon took the device and inserted the trocar down into the abdominal cavity and began to squeeze the handle on the shears and one edge of the shears flipped backwards instead of forward and becoming flush with the other blade.